Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammatory disease of female pelvis') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort, endometrial ablation, inflammation pelvic, dysfunctional uterine bleeding, benign neoplasm of ovary and endometriosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 11 months 16 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abnormal uterine bleeding ("dysfunctional uterine bleeding") and was found to have benign ovarian tumour ("benign neoplasm of ovary"). The patient was treated with surgery (laparoscopic robotic salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, abdominal pain, abnormal uterine bleeding and benign ovarian tumour outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, benign ovarian tumour and pelvic inflammatory disease to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: medical record received : reporter information, medical history and event medical device removal replace with inflammatory disease of female pelvis were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6)-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 11 months 16 days after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammatory disease of female pelvis') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort, endometrial ablation, inflammation pelvic, dysfunctional uterine bleeding, benign neoplasm of ovary and endometriosis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 11 months 16 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abnormal uterine bleeding ("dysfunctional uterine bleeding") and was found to have benign ovarian tumour ("benign neoplasm of ovary"). The patient was treated with surgery (laparoscopic robotic salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic inflammatory disease, abdominal pain, abnormal uterine bleeding and benign ovarian tumour outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, benign ovarian tumour and pelvic inflammatory disease to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.